Event description:
Repair request initiated and escalated to complaint for device with a report that the attachment's foot was cut by tool. No pt impact reported. On follow-up, it was noted that the foot detached while turning the flap. The detached portion was readily located but discarded. It was confirmed that there was no pt impact.

Manufacturer narrative:
Device was not returned for eval. On follow-up, it was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." Our recommendation for factory device is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 29 months without any record of factory service.